Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report from the initial procedure to identify what tissue layer the suture was used? Can you identify the product code of the vicryl suture that was used? Can you identify the product code/ name of nylon suture that was used? Do you have any product for evaluation? If so, please provide your address for a shipper kit to return product. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? This medwatch report is in response to receipt of maude event report mw5091812 reaction to additional suture captured in mw 2210968-2020-00598.

Event description:
It was reported by the patient that they underwent left knee procedure in 2018 and suture was used. The patient experienced a severe allergic reaction , noting pain, constant itching, pus drainage. On approximately (B)(6) 2018, the patient experienced blood leakage, oozing of pus, severe itching, and throbbing pin head sensation around the surgical area. The patient was prescribed an over the counter cream and steroids. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. Corrected information: b3. Additional information: a2. Additional b5 narrative: date of initial procedure was on (B)(6) 2018. Procedure performed for left knee meniscus tear. The procedure was a left knee arthroscopy with partial medial meniscectomy. The suture was used to close portals. On (B)(6) 2019, at a follow-up visit, the patient was instructed by the surgeon to use over the counter benadryl cream to for the itching. On (B)(6) 2019, the patient was prescribed cephalexin to alleviate itching and secretion on left knee. The patient had an office visit on (B)(6) 2019 about the allergic reaction to the left knee that was not healing (severe itching/pus drainage). The patient was seen by a dermatologist on (B)(6) 2019 and was prescribed tiamcinolone. On (B)(6) 2019, a wound specialist referred the patient to see an orthopedic doctor regarding healing of the left knee. The patient was given a prescription for lidocaine 5% and was referred for an MRI. The MRI of the left knee was done on (B)(6) 2019. On (B)(6) 2019, the patient¿s left knee was examined at a dermatology office and prescribed medication for the severe itching of the left knee. Additional information was requested and the following was obtained: what is the physician¿s opinion as to the etiology of or contributing factors to the patient symptoms post op? Small, stitch abcess @ portal site. Does the surgeon believe that there is any relationship between the vicryl suture/ nylon suture and patient symptoms? Don't think so. Was there any deficiency noted with the vicryl suture/ nylon suture noted prior to or during use? No. What tissue layer was the vicryl suture used on? Subcutaneous. What tissue layer was the nylon suture used on? No nylon used. What is the physicians opinion of the contributing factors leading to reaction/ oozing/ itching? Unknown. What medical treatment was prescribed for the patient? Oral antibiotics. Patient pre-existing medical conditions (ie. Allergies, history of reactions) - unknown. What is the patient¿s status as of your last visit? Healed. No problems.